Event description:
It was reported that during a routine generator change procedure, while this pacemaker device was out of the pocket, farfield ventricular pacing artifacts were observed on the right atrial (ra) lead channel. The physician noted the signals appeared to have disappeared once the pacemaker was in the pocket. Technical services (ts) reviewed presenting electrogram (egm) and determined the farfield noise signals were oversensed. Ts also noted the patient had chronic atrial fibrillation (af) rhythm with the atrial rhythm amplitude measurement at 0.5mv and stable impedance measurements. Ts discussed with the physician possible causes. The physician will continue to monitor the patient. At this time, the device remains in service. No adverse patient effects were reported.